Event description:
During a coil embolization for abdominal aneurysm, the cath rapid transt dual mrkrs (mc) microcatheter (601-251x) was used with 4french sheppard hook catheter (detail unknown), and friction was felt between the mc and the catheter. The mc was removed and changed to other microcatheter (2.7fr/2.9fr, jms). No additional force utilized to advance the microcatheter through the catheter. After removal, the doctor suspects the coating of the microcatheter might be stripped and requested investigation. Another mc was delivered in the catheter without any difficulty. The microcatheter was not reshaped. No damages were noted on the catheter or microcatheter that may have contributed to the event. The catheter and microcatheter were kept on dedicated flushed. After removal from the patient, no damages were noted on the microcatheter. The procedure was completed successfully without patient injury. The vessel was not calcified and not tortuous. No further information was available.

Manufacturer narrative:
Additional information will be submitted within

Manufacturer narrative:
A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. It was inspected and compress sections were found on it. The hub was inspected and no damage was found. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed. (Compressed/flat sections). The body of the microcatheter was inspected under microscope and no damages of coating were found on the device. The od from the microcatheter was measured and was found within specification according to document (B)(4). The received microcatheter was flushed using a lab sample syringe(nypro); after that a guidewire 0.018" cordis lab sample was inserted in the microcatheter; after that a microcatheter was introduced in one 4f dx catheter cordis lab sample, and even the microcatheter's damages no resistance or friction was experienced. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "catheter body/shaft - impeded" was not confirmed. The cause of the compressed sections found on the microcatheter could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization for abdominal aneurysm, the cath rapid transt dual mrkrs (mc) microcatheter ((B)(4)) was used with 4french sheppard hook catheter (detail unknown), and friction was felt between the mc and the catheter. The mc was removed and changed to other microcatheter (2.7fr/2.9fr, jms). No additional force utilized to advance the microcatheter through the catheter. After removal, the doctor suspects the coating of the microcatheter might be stripped and requested investigation. Another mc was delivered in the catheter without any difficulty. The microcatheter was not reshaped. No damages were noted on the catheter or microcatheter that may have contributed to the event. The catheter and microcatheter were kept on dedicated flushed. After removal from the patient, no damages were noted on the microcatheter. The procedure was completed successfully without patient injury. The vessel was not calcified and not tortuous. No further information was available. A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. It was inspected and compressed sections were found on it. The hub was inspected and no damage was found. The microcatheter was inspected under microscope and the compressed/flat damages found on the visual analysis were confirmed. The body of the microcatheter was inspected under microscope and no damages of the coating were found on the device. The od from the microcatheter was measured and was found within specification. The received microcatheter was flushed using a lab sample syringe (nypro); after that a cordis lab sample 0.018" guidewire was inserted in the microcatheter. The microcatheter was then introduced in a cordis lab sample 4f dx catheter. Even with the compressed damages on the microcatheter, no resistance or friction was experienced with insertion of the microcatheter through the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure of inability to insert the microcatheter into a 4fr catheter and suspected coating abnormalities were not confirmed with functional testing. The cause of the compressed sections found on the microcatheter could not be conclusively determined; however, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent damaged devices from leaving the facility. Therefore no corrective action will be taken at this time.